Event description:
Additional information received indicated that surgical intervention took place on 12 may 2020, where the issue was resolved after the ipg was explanted and replaced. Effective therapy established post-op.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 12 months to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-03162. It was reported the patient stopped charging their ipg due to inadequate stimulation. Later, the ipg turned inoperable. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, surgical intervention may take place at a later date to address the lead and ipg.